Manufacturer narrative:
Additional narrative: device/product has a sturdy adhesive, not intended for sensitive skin; labeling on box disclosed this. Additional data: per device evaluated by manufacturer - evaluation of a representative sample of the related medical device/product is summarized.

Event description:
(B)(6) 2015 - company representative initially reported event; whereas, the consumer/end user had issues removing the bandage and the adhesive left red spots. The end user reported that she was fine, gave no indication of an adverse event, and was satisfied just to inform the company representative. However, aso reached out to the end user on 3 occasions to obtain additional information regarding this event. (B)(6) 2015- subsequently, the consumer/end user reported to aso that the device/product burned her skin and now she has a scar 2 weeks after using the product. For this reason, aso is filing this medwatch form as a 30-day initial report, and noting (B)(6) 2015 as the "becomes aware date".